Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 400 mg/dl. The customer stated that he had put the sensor in, and its cannula was bent. The customer stated that he had a lot of bent sensor cannulas and his sensors kept moving around almost to the side. The customer was advised to replace the serter and sensor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-22342.